Event description:
No additional information. It was reported by customer that bd insyte autoguards needle may fail to retract or fully retract into the safety sheath.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
The date received by manufacturer has been used for this field. D.4. Medical device lot #: lot was reported; however, this is not a lot # 3198977 manufactured for the reported catalog #. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: bd insyte autoguards' needle may fail to retract or fully retract into the safety sheath.